Event description:
It was reported that through remote transmission, far r-wave oversensing was present on the ventricular channel. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.